Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer was not following the proper steps during the load process. The customer's blood glucose level was approximately mg/dl. Customer changed the cartridge and followed the proper steps in the load sequence to resolve the issue.